Event description:
A customer reported experiencing two temperature alarms over the past two months. There was no reported impact on the customer¿s blood glucose level. There is no additional information available regarding any outcome or actions taken.